Manufacturer narrative:
The pod was received in the not deployed position. The pod was found to be pod state 2, indicating that the pod had been filled but activation was not completed. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would contribute in the reported needle mechanism failure. Upon manually turning the ratchet gear, the needle was found to deploy normally.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.